Event description:
Disconnection on thermistor cable at 817. The catheter and coc were prepared with ordinary manner, but unreasonable value was indicated. Co measurement was performed successfully with new catheter. Analysis determined: distal thermistor wire became detached from wire leads within thermistor casing causing an unstable reading. Warrantly on this product expired on 5/31/96. Unit was used in vivo. This was not determined until analysis was completed. Remedial action taken: production specs for thermistor placement within the port has been revised to alleviate this type of incident will be closely monitored to determine if further remedial action is necessary.